Event description:
It was reported that the caller experienced a cgm error, specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, and after the reset, the error did not appear again. The caller successfully began their sensor session.